Manufacturer narrative:
H3 the report is based solely on the information provided by the customer. The serial number was not provided; therefore, the DHR for this alarm cannot be reviewed. Customer confirmed issue with the unit not sounding was likely due to the unit being turned off and when turned back on it was not re-paired prior to fall. After the fall, staff was able to re-pair the pad with the alarm and it worked as intended. The tm will be conducting a retraining with the entire team for application / pairing of the devices at the end of (B)(6) 2024. The instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states, test fall monitor functionality every time before each use and when leaving the patient unattended. Ensure the nurse call cable is plugged into both the fall monitor and the wall port of the nurse call system or that the wireless adapter is paired properly before leaving the patient unattended. Verify that an alert is received at the nursing station. Moreover, the wireless alarm setup guide also states, turning off the alarm unpairs the wireless chair sensor pad. Never turn off the wireless nurse call adapter or it will unpair from the alarm. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
Customer reporting a complaint on products 8645wl & 8309wl. Customer is reporting a fall incident involving a patient. Customer did not specify if patient was injured as a result. Customer states that the fall took place due to the alarm not sounding. The nurse that found the the patient said that the unit and pad needed to be paired again.